Event description:
It was reported that the patient had his sling removed due to erosion. The sling type/manufacturer is unknown. The patient was implanted with another incontinence device. No further patient complications were reported in relation with this event.